Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that detective power supply. A field service engineer, replaced power supply and comm sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system device has been powered down and is not responding to attempts to restart. The customer stated that it had been functioning throughout the day, however it unexpectedly powered down. There were no adverse events or injuries reported based on this incident.